Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
It was reported the coil prematurely detached inside the catheter during procedure. No patient injury reported.

Manufacturer narrative:
Only the implant coil was returned and the evaluation could not determined the caused of the event. (B)(4)